Manufacturer narrative:
Concomitant products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient said their controller broke in the back so the battery didn't stay together and sometimes it (patient said controller and later said controller and ins) shuts off on it's own. Pss asked, patient clarified it was the controller/cover that broke, not the battery pack, and the controller was all taped up. Patient said the cover wouldn't stay on, kind of wear and tear, but did not see any visible damage to the cover or the controller. The patient is reporting battery cover door won't stay closed and controller will shut off on it's own. Patient said they were still able to charge. Patient also mentioned that they would know when the controller shut off on it's own as they would be in pain. Pss asked, patient said the issues started about 9-10 months ago. An email was sent to the repair department to replace.